Event description:
A customer reported an issue with their continuous glucose monitor (cgm), specifically encountering error 42, after bringing the pump out of storage mode. Despite following guidance to wait 20 minutes before starting a sensor session and performing a pump reset, the error persisted. There was no adverse impact to the customer's blood glucose level. As a corrective action, tandem technical support decided to replace the pump since it was still under warranty, and the customer was informed about the replacement process. The customer agreed to use the current pump as a backup therapy until the new pump arrives, was instructed to deplete the battery before shipment, and to return the faulty pump using a pre-paid label and return box.